Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01231. This report is being submitted as additional information. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# g140113. FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 4 months . Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A direct correlation between the device and the reported event of gastrointestinal bleeding could not conclusively be established through this evaluation. The heartmate 3 lvas instructions for use lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient presented to the emergency room for gastrointestinal bleeding (gi). A gi consult recommended protonix and a consult regarding international normalized ratio (inr) of 2.5 instructed to hold warfarin. The patient was transfused with 1 unit of packed red blood cells (prbc) and discharged from the emergency room and sent home. It was confirmed site of bleeding was gastrointestinal bleeding. Anticoagulant at time of event was warfarin. No additional information provided.